Event description:
Customer reported noticing a big difference between the blood glucose readings and the sensor glucose readings. Customer's sensor glucose reading was 108 mg/dl while the blood glucose was 186 mg/dl. It was noted that the difference between the two values was nearly 41 percent. Customer mentioned that the insulin pump alarmed threshold suspend multiple times. Customer was advised on how to silence the alert. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.